Event description:
It was reported that the uv flash transfer set patient connector did not have a good connection with the titanium adapter after the transfer set had been changed. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. No exceptions were noted for this batch. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. Same event as covered in (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing were performed with no issues noted. Clamp function test was performed with no issues noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A supplemental report will be filed if any additional relevant information becomes available.